Manufacturer narrative:
(B) (4). Evaluation: method: lens work order search. Results: visual inspection of the returned product found half of lens is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the surgeon used a aa4203tl toric optic silicone single piece lens. Stated that possibly the lens had pt contact, but there was no pt injury. The lens was damaged. Further info was requested, but the reporter did not have any further info.